Event description:
It was reported that the customer had a lot of high blood glucose levels between 300-500 mg/dl all day. Customer contacted her doctor, who instructed her to change her infusion set. Customer waited an hour and her blood glucose level was at 535 mg/dl. Customer stated that she received a replacement pump and did not get the pump started until thursday. Customer has symptoms of high blood glucose levels including extreme fatigue and dry mouth. Customer has treated with a syringe. Troubleshooting was performed. Customer declined to check for possible site/insulin issues. Customer declined to check their settings. Pump alarmed no delivery after the high pressure test was performed. Customer was advised to change the entire set, insulin, and reservoir. Customer stated that she changed her set this morning since she had a low reservoir. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.